Event description:
It was reported that the customer was hospitalized for hbgs. The spouse stated that the customer was transported to another hospital and the insulin drip was not stabilizing bgs. It was indicated that the customer had a kidney transplant and now had an infection. Troubleshooting was done and the pump passed the bolus test. Although, the pump would not alarm while running the occlusion test. At that time, the contact was advised that a replacement will be sent.